Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. The customer was able to continue using the pump and was advised to call back if any malfunction recurred; the customer acknowledged this information.